Manufacturer narrative:
The unit was returned and an evaluation conducted. Upon visual inspection it appears that a thermal event occurred. It is not possible to determine the exact sequence of events that led to the thermal event. However, there is evidence that a short occured in the upper battery pack between the cells and printed circuit board (pcb). There was a blackening on the top of the upper battery pack and its printed circuit board (pcb). Cells 5 and 6 appear to have been involved in the thermal event, likely by supplying energy into a fault in the board. Additionally there was a slight melting of the handset plastic enclosure. This concludes the investigation. The initial report did not provide information related to the engineering evaluation findings, however, an evaluation concluded that this event is reportable.

Event description:
It was reported that the unit did not pass state inspection. There was no report of patient or user involvement or impact to patient care. No injuries were reported.